Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that no air was coming out of the gas outlet. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that no air was coming out of the gas outlet; it seemed to be coming out of the inlet filter side. The remote service engineer (rse) informed the customer to open the top cover and inspect the inside of the device. The customer noticed that the white boot on the top of the blower was disconnected, and after properly reinstalling the boot, the customer confirmed that the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service.